Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist remoted into the system and checked the zone settings, and all zones were enabled, then verified the populate buttons, and the drawers opened as expected. The tss had user log back in to issue the medication and this time, the process was successful. The system functioned as intended after the technical support specialist trouble shot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the drawers did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.